Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000038593.

Event description:
It was reported the patients system was explanted due to ineffective stimulation. Investigation was unable to determine which lead was at fault.